Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard "and" alert sound and went to the hospital. An interrogation of the device was performed, and it was found that there was high voltage coil impedance out of range for both the rv and svc coils on the right ventricular (rv) lead. Additionally, there was non-sustained noise observed and a sudden jump in high voltage and pacing impedances. The rv lead remains in use; however, action is planned but not yet taken as the cardiology team was notified to book a new lead implant for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.